Event description:
Complainant alleged that the device's pacer rate control knob was broken off, and the device was unable to adjust the pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.